Event description:
Adverse event(s): "corneal burn" (burn, corneal); "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "occlusion bell was ringing" (occlusion within device). The surgeon reported a corneal burn occurred during surgery. Additional information received from the company sales representative stated the surgeon showed a video of the event. The incision appeared to be torqued. The occlusion bell was ringing. The cornea immediately went white. The surgeon stated this was difficult case with iris retractors required. A posterior capsule tear occurred, but an anterior vitrectomy was not required because no vitreous pulled forward into the anterior segment. The event occurred during the last quadrant removal. It is unknown if an iol was implanted. The wound was closed with 5 vicryl sutures. The patient's vision post operatively was 20/400 with minor edema. The surgeon remarked that the cornea appeared better than expected. The surgeon requested that a clinician contact him to discuss the event. The company clinical analyst called the surgeon to discuss the event. The company clinical analyst recommended increasing the bottle height to recommended parameters. The incision site was 2.8mm and the recommended incision is 3.0-3.2mm for the sleeve/tip used for this event. The recommended settings and parameters were reviewed with the surgeon. The surgeon stated the patient was on flomax.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B) (4). (B) (4).